Event description:
It was reported tha the pt underwent a pelvic floor repair procedure and a sling procedure in 2007. The pt experienced erosion of the vaginal wall and other tissues and developed an infection. The pt has had add'l surgeries, including excision of the mesh in 2008, and 2009. No add'l info has been provided at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. Add'l info: there are two possible devices involved in the event as follows: prolift pelvic floor repair; tension free vaginal tape secur. This is one of two medwatches being submitted as two device were involved in this event. See also medwatch 2210968-2010-00035. The same pt is represented in each medwatch.